Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was getting stimulation on non-target areas and could not get adequate pain relief on the target pain areas despite multiple reprogramming. High impedances were noted on the lead. The physician suspected that the paddle lead was damaged during a previous non device related surgery. The patient underwent a revision procedure wherein the paddle lead was replaced and a lead was added. The patient was doing well post-operatively. The explanted lead was not returned.